Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture/rupture. (B)(4).

Event description:
It was reported that a female patient who had a 300cc mentor memorygel breast implant placed experienced left side rupture and left sided capsular contracture (baker grade unknown) post procedure. The rupture was accompanied by a device migration. As a result, the device was replaced with a 650cc mentor moderate plus implant on (B)(6) 2020.